Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed. Difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of vascular injury (tissue damage) is listed in the proglide instructions for use (IFU), as a potential adverse event of use of the device. Reportedly, the device was removed against resistance. It should be noted that the IFU states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. In this case, the difficulty was circumstantial. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique prior to an endograft abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, there was resistance felt when closing the foot of the device. Although there was resistance, the foot was fully retracted. The operator continued to remove the device against resistance. The foot of the device acted as a scapel damaging the artery. The sheath was upsized to a 16f sheath and the aaa procedure was completed. The artery damage was treated with surgical sutures. Hemostasis was ultimately achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.